Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, opening on posterior and red particles on the shell. A visual and microscopic analysis was performed which identified; smooth opening on posterior, crease sharp on posterior and stress marks. Based on the device analysis the final assessment is: a smooth opening on posterior assessed as smooth opening. An opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.